Manufacturer narrative:
No similar complaints were reported for units within the same lot. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The reporter stated the surgeon implanted a 13.2mm micl13.2 implantable collamer lens, -10.5 diopter, in the patient's right eye (od) on (B)(6) 2017. The reporter stated the patient was in pain and had elevated intraocular pressure (pressure spike). The peripheral iridotomies were closed, with a shallow chamber and angle closure. The surgeon decided to explant the lens the same day. A third lens was not implanted. The lens was discarded. The patient is doing fine. This lens was the exchange lens for a longer lens implanted - see MDR #2023826-2017-01382.